Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer related report number: 3006705815-2021-03868. It was reported the patient experienced ineffective stimulation in turn surgical intervention was undertaken on (B)(6) 2021 and the leads were explanted.